Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer reported that she received a history check failed alarm and battery out limit alarm. The customer's blood glucose was 661 mg/dl at the time of the incident. The customer's blood glucose was 335 mg/dl at the time of call. The customer stated that she treated her high blood glucose with manual injections. The customer stated that she was wearing the insulin pump at the time of hospitalization. The customer stated the batteries were out greater than duration allowed by the pump. The customer stated that a temporary basal was not programmed before the history check failed alarm. The customer stated that the insulin pump was stored without a battery. The insulin pump will not be returned for analysis.